Event description:
It was reported that during a da vince s prostatectomy procedure the surgeon was using the monopolar curved scissors instrument to cut tissue intra-abdominally, when a spark was noticed on the screen. The instrument was replaced with another of the same type and the planned procedure was completed with approx a 10 minute delay. The site indicated that the 8mm monopolar curved scissors tip cover accessory used in conjunction with the instrument during the procedure was thrown away. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
As indicated in the case notes, the tip cover accessory was discarded by the site, therefore, the reported failure could not be confirmed nor denied. The monopolar curved scissors instrument used in conjunction with the tip cover accessory during the reported case has not been returned or evaluated at this time, see MDR 2955842-2008-00025.